Manufacturer narrative:
The device involved in the report is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The nurse reported to the distributor that they had several times experienced problems with the small clamp. The small clamp does not "catch the line" which could cause potential problematic clinical situation. Additional info was requested and on 19aug2014, the following info was provided: on (B)(6) 2014, a patient suffering from subarachnoid hemorrhage (sah) had the drainage set connected to the cerebrospinal fluid (csf) drain. Because the clamp did not catch the line, the patient drained approx 75 milliliters in 5 minutes while going to the toilet. The incident caused the patient a severe headache and the medical staff had to close the drain for 9 hours. Additional info was received on 09sept2014 with the following: the patient is a (B)(6) year old male who had external ventricular drain on (B)(6) 2014 and the incident occurred on (B)(6) 2014. The hosp could not provide any info regarding the other events/incidents (since they had reported that they have experienced this problem several times before) and the distributor did not have any other formal reports on the similar incidents. No further info was provided.